Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, while adjusting the position of the stent from the genesis (.035 8.0x59 135) stent delivery system (sds), the stent was ¿taken off¿ from the balloon while inside the patient. The stent remained in the vascular. The physician used a snare wire to extract the stent from the intravascular. The device was easily removed from the patient intact (in one piece). There was no reported patient injury. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. There was no excessive force applied to the device during withdrawal from package. The device was prepped according to instructions for use (IFU). During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. There were no anomalies noted during or after the device was prepped. The product, or any of the other devices used with it, had not been resterilized. The sds did not have to pass through a previously placed stent. There was no excessive force used at any time during the procedure (while adjusting the stent). It is possible that the stent delivery system passed through acute bends since the operator noted difficulty or resistance while crossing the lesion with the stent and that the device did not ¿pass through well¿. A new genesis sds stent was used to complete the procedure. The access site was the femoral artery. The intended target lesions were both iliac lesions. The level of calcification is unknown. The vessel was not tortuous. The rate of stenosis is unknown. The device was not being used for treatment of a chronic total occlusion. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: while adjusting the position of the stent from the genesis (.035 8.0x59 135) stent delivery system (sds), the stent was ¿taken off¿ from the balloon while inside the patient. The stent remained in the vascular. The physician used a snare wire to extract the stent from the intravascular. The device was easily removed from the patient intact (in one piece). There was no reported patient injury. The intended target lesions were both iliac lesions. The level of calcification is unknown. The vessel was not tortuous. The rate of stenosis is unknown. The device was not being used for treatment of a chronic total occlusion. A new genesis sds stent was used to complete the procedure. The access site was the femoral artery. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. There was no excessive force applied to the device during withdrawal from package. The device was prepped according to instructions for use (IFU). During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. There were no anomalies noted during or after the device was prepped. The product, or any of the other devices used with it, had not been resterilized. The sds did not have to pass through a previously placed stent. There was no excessive force used at any time during the procedure (while adjusting the stent). It is possible that the stent delivery system passed through any acute bends since the operator noted difficulty or resistance while crossing the lesion with the stent and that the device did not ¿pass through well¿. The product was not returned for analysis. A device history record (DHR) review of lot 17477360 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as they may impact the delivery or removal of the stent adversely. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: while adjusting the position of the stent from the genesis (.035 8.0x59 135) stent delivery system (sds), the stent was ¿taken off¿ from the balloon while inside the patient. The stent remained in the vascular. The physician used a snare wire to extract the stent from the intravascular. The device was easily removed from the patient intact (in one piece). There was no reported patient injury. The intended target lesions were both iliac lesions. The level of calcification is unknown. The vessel was not tortuous. The rate of stenosis is unknown. The device was not being used for treatment of a chronic total occlusion. A new genesis sds stent was used to complete the procedure. The access site was the femoral artery. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. There was no excessive force applied to the device during withdrawal from package. The device was prepped according to instructions for use (IFU). During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. There were no anomalies noted during or after the device was prepped. The product, or any of the other devices used with it, had not been resterilized. The sds did not have to pass through a previously placed stent. There was no excessive force used at any time during the procedure (while adjusting the stent). It is possible that the stent delivery system passed through any acute bends since the operator noted difficulty or resistance while crossing the lesion with the stent and that the device did not ¿pass through well¿. The product was returned for analysis. A non-sterile genesis .035 8.0x59 135cm sds was returned for analysis. Per visual analysis the balloon was returned deflated and blood saturated. The stent was returned inside of small clear plastic bag saturated with blood, whilst several damages were noted on the stent. No other damages or anomalies were noted. Per microscopic analysis stent struts marks were noted on the balloon. This indicates that the device complied with the stent crimp process. A device history record (DHR) review of lot 17477360 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ was confirmed as the device was returned for analysis, and the stent appeared damaged and was returned separate to the sds. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as they may impact the delivery or removal of the stent adversely. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.